Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a "reservoir connector disorder." A new ipp pump was implanted. Additional information received states the disorder in the connector was a crack. There was fluid loss from the crack. The reported "it was uneasy to inflate or deflate the device" two weeks prior to surgery. The patient was doing well following surgery.

Manufacturer narrative:
Device evaluation: no window quick connectors were received. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. All three strain reliefs were cut down to the pump block. The pump was unable to be functionally tested due to contamination. The allegation of "reservoir connector disorder" was unable to be confirmed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a "reservoir connector disorder." A new ipp pump was implanted. Additional information received states the disorder in the connector was a crack. There was fluid loss from the crack. The reported "it was uneasy to inflate or deflate the device" two weeks prior to surgery. The patient was doing well following surgery.